Event description:
New information notes that the pocket was opened and a loose set screw was observed. After the lead was reinserted and the set screw was tighten, the high voltage lead impedance measurement was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote transmission revealed high, out of range high voltage lead impedance in the rv-can configuration. The high measurements were confirmed in clinic. When the clinician programmed the device to rv-svc and can, the impedance was in normal range. When programmed back to rv-can, the measurement remained at the normal range. The reason for the high measurements could not be determined in clinic. The patient was discharged and will be monitored.